Event description:
It was reported that journey uni implant was removed. It was well fixed and well positioned. There were signs of anterior collapse of the medial tibia. The uni knee replacement was revised to a total knee replacement with primary legion implants.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, although the anteromedial tibial collapse necessitated the revision, the root cause of the tibial collapse remains unknown; however, the patient's bone quality, bmi and/or disease progression could have been possible contributing factors. The patient impact beyond the right knee revision/conversion to tka cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.